Event description:
It was reported that during an un-specified procedure in the mildly calcified, narrow, distal to proximal left main, left anterior descending artery, the guide wire appeared under fluoroscopy as if it may be partially separated; however, after removal from the patient, it was not separated. It appeared there was no wire marker to be observed under x-ray. A similar device was used to successfully complete the case. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: inspection of the guide wire confirmed the device was intact. The returned guide wire was checked using x-ray equipment and revealed visibility was reduced over the length of the coils, but unaffected at the tip ball solder and the gold marker band located 4.5cm from the tip. The energy dispersive spectroscope analysis of the guide wire revealed that the tip has a incorrect coil assembly sequence for this guide wire. The lot history record for this product was not reviewed because the lot number was reported as unknown.